Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had issues with sensors. They had a sensor glucose reading of 70 mg/dl when their blood glucose reading was 150 mg/dl. The insulin pump was suspended due to the low sensor glucose reading. Then they got a sensor glucose not available. They replaced the sensor. Troubleshooting was performed. The product will not be returned for analysis.